Event description:
It was reported, the patient stated their implantable neurostimulator (ins) was not working. It was reported, the patient saw the replace programmer batteries icon on their programmer. It was stated, the patient replaced the batteries and was able to communicate with their ins. It was noted, the patient had no stimulation sensation and had not felt stimulation in about a week. After trying all 4 programs and turning stimulation up on each program, the patient was still not able to feel stimulation. The patient opted to stay on program 4 and they turned their stimulation back down to 2.0 volts. It was noted, the patient felt vaginal pain which started months ago on their right side. Additional information received reported that the cause of the event was a malfunction of the device and pain from the implantable neurostimulator. It was noted that an explant was to be arranged. It was reported that the patient did not require hospitalization due to the event and there was no injury to the patient.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their doctor. It was noted that the patient was experiencing vaginal and rectal pain and was advised by their doctor to turn off the device. The patient had an appointment scheduled for 2014-(B)(6).

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 3889-28, lot# v800628, implanted: 2012 (B)(6); product type lead. (B)(4).